Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for product analysis there was evidence of customer use; wear marks on working surfaces. When compared to the assembly drawing: the inner shaft broke resulting in a 0.542¿ portion of the tip becoming detached. When viewed under magnification, the break point had pitting which is consistent with rust/corrosion. Without the lot number the age of the device cannot be determined. Method code: microscopic inspection. (B)(4).

Event description:
It was reported that the device broke. It was confirmed with the facility that intra-operatively the device stopped working, it would not open or close, and the physician discontinued use. There were no fragments or pieces that broke off. There was no patient impact. When received for analysis it was found that there was a piece that had broken off/detached from the device.